Event description:
It was reported that device reset was transmitted via (B)(4). Patient presented in-clinic and upon interrogation, it was found that the device had reverted back to its original programmed parameters. Engineering review of session records found that no device reset had occurred. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.